Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer programmed a food bolus which was larger than the amount customer had actually consumed and customer wanted to cancel the bolus. During troubleshooting with tandem technical support, customer understood that the bolus had already been delivered and could not be cancelled. Customer acknowledged and indicated that blood glucose level had not been impacted.